Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette warning prior to the fluid leaking. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient reported that they would revert to manual therapy for treatment. Additional information was requested, however to date not provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette warning prior to the fluid leaking. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient reported that they would revert to manual therapy for treatment. Upon follow up, the pdrn reported that the patient went to the clinic on (B)(6) 2018 and an antibiotic was given (details unknown). There were no changes in the patient¿s status as it relates to the reported event. The patient completed treatment on the cycler. The patient was able to complete subsequent treatments using new equipment. There was no effect on the patient¿s outcome as it relates to the reported event. The sample was reported to not be available. The patient returned the cycler and has not used the other cassettes out of the box..